Event description:
It was reported that "??? Or hour glass icon in status box" occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient had no sensor readings for approximately 6 hours. It is not known if the patient was using a bg meter as a backup during this time. The patient¿s wife came home for lunch and found the patient on the floor having a seizure. The patient¿s wife called emergency medical services (ems). Once ems arrived, the patient¿s bg meter reading was low mg/dl. The patient was treated with a glucagon injection and some liquid glucose. Once the patient¿s bg meter reading was 50-60 mg/dl, ems encouraged the patent to eat. Therefore, the patient ate a peanut butter sandwich. After this, the patient¿s bg meter reading was 112-120 mg/dl. The patient was not transported to the hospital. Other than a headache, the patient was in good condition at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.